Manufacturer narrative:
Analysis found there was a deviation between the stylus and the cursor on the screen. In the lower left hand corner of the display there was a small deviation and in the upper right hand corner there was a big deviation due to the touch screen. It was noted a stylus calibration was not possible (stylus was working correctly but the cable was worn out). It was also noted software errors were found in the programmer update history. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer was returned to the manufacturer for complete overhaul, analyzed and tested out of specification. There was no patient involvement.